Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the green instrument tracker was damaged. There was no patient present when this issue was identified. No additional information was provided.